Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, myopotential oversensing led to inhibition of low voltage output. It was reported that the patient felt dizziness. Technical support recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequential.